Event description:
It was reported that the patient fainted at her husbands place of work. An automated external defibrillator (AED) was used to shock the patient. Paramedics responded and transported the patient to the emergency room. The device recorded high ventricular rate episodes which appeared to be electromagnetic interference (emi) noise. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.